Event description:
Patient with dvt and pe, came to facility for filter placement. A retrievable filter was placed in 2009. Returned four months later, for retrieval which was unsuccessful. CT two months later showed one of the struts beyond ivc. Patient returned twenty four days later, and filter was retrieved.